Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the customer's ventilator outflow port was unscrewing. Additionally they were having an issue with the exhaust port on the circuit's flow diverter cap kept popping off. No patient injury or adverse affects were reported.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.